Event description:
Reporter indicated a vns pt was hospitalized for increased seizures. The reporter was not the pt's attending neurologist. All attempts to the pt's attending neurologist for further info have been unsuccessful to date. A battery estimate done with available vns programming data yielded 2.02 years remaining, indicating the vns generator was likely not at end of service.